Event description:
I had the renuvion procedure on (B)(6) 2022. As soon as they injected the gas, I had extreme chest pain and couldn't breathe - the dr had to stop the procedure. I had issues with swelling and gas under my skin and in my lungs, and thought I was going to die. It took over a week, almost two for the gas to clear. And for me to breathe without coughing or pain. FDA safety report ID # (B)(4).